Event description:
The nurse reported that in the beginning of the case, the probe made a strange sound right after passing through the trocar. When the surgeon pulled out the probe, the tip was flattened and jagged. Another prob was used to complete the case. Add'l info rec'd from the surgeon stated he heard a noise that sounded like metal on metal. The probe was bent at the hole, but it didn't break completely off. When attempting to remove the probe, he had to remove the trocar as well as the probe could not be removed through the trocar. The surgeon stated, there were no issues with the pt. No pt injury was reported.

Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).